Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a german patient had skin irritation under the rear therapy electrodes described as itchy skin. The patient consulted his physician who prescribed a salve. Follow-up indicated that the irritation was getting much better.